Event description:
Customer reported high blood glucose levels and that insulin appeared to be leaking out of the reservoir. Customer stated he experienced thirst and grogginess. The blood glucose reading was 534 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.